Event description:
Pt suffered a small burn from the cautery tip.

Manufacturer narrative:
The incident occurred during a breast augmentation. The pencil arced resulting in a small burn at the incision site. No medical intervention was necessary. Upon inspection, a break in the insulated tip was found. The sample was reviewed and tested. Two holes were found on the tip next to each other approximately one inch above the actual exposed tip. On the opposite side of the two holes, at the same level, a 1/4" cut mark was found on the insulation. Char marks were found around the holes and the metal piece inside was exposed. No char mark was found around the cut and the metal piece inside the cut was not exposed. This indicates that the burn resulted from the exposed metal by the holes on the insulation. The returned tip was tested at an extremely high setting of 200(cut)-80(coag), to determine whether there was any material defect on the insulation. The insulation stayed intact during the testing process and no abnormality was found. This indicates the insulation on the tip is fine and the holes and cut on the insulation are not due to material failure. It appears that the customer may have used a metal instrument (e.g. Needle holder) to either insert the cautery tip inside the pencil or to adjust the tip position during the procedure and the metal instrument damaged the insulation which exposed the metal piece inside. Based on the info gathered, the incident appears to be caused by the user. However, due to the reported burn, this medwatch is being filed.